Event description:
It was reported that the patient presented with bloody stool on (B)(6) 2023. The patient was treated with blood transfusions and bloody stool resolved. No diagnostic testing performed. The patient was not admitted and was treated outpatient. The patient's previous bleeding events are reported under MFR #s: 2916596-2024-04750 and 2916596-2024-04378.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.